Manufacturer narrative:
Based on the provided information, a general reagent issue can most likely be excluded. There are no indications that the tsh values measured at the customer site are incorrect. Calibration and controls were found to be acceptable. Control values are normally well within specifications, although they systematically tend to be on the low side, with some values out of range. The control issues are most likely not related to the tsh result discrepancy. There were no indications that the root cause of the issue was related to the analyzer. For the differences in tsh values, it needs to be taken into account that assays from different suppliers can generate different values. This relates to the overall differences in setups of the assays, the antibodies used, and differences in standardization materials/procedures. Both values generated with the assays from roche diagnostics and beckman are above the upper level of the normal reference ranges of the respective assays. To the differences in tsh values, generated from different samples of the same patient, it needs to be taken into account that tsh values can change as a function of the overall physiological or pathological condition of the patient and the medication taken.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Lot number - a reagent lot number of 179010 was also provided. A clarification has been requested for the correct reagent lot number. Phone number was provided as (B)(6).

Event description:
A patient complained to the customer of erroneous results from three samples collected from that patient and tested for the elecsys tsh assay (tsh) on the customer's cobas 6000 e 601 module (e601) and another e601 analyzer at a different site. The erroneous results were reported outside of the laboratory to the patient. The customer considers all results generated at their site to be correct. The first sample , dated (B)(6) 2017, was tested on the customer's e601 analyzer and resulted as 14.80 uui/ml. The second sample, dated (B)(6) 2017, was tested at another laboratory on an e601 analyzer, resulting as 6.00 uui/ml. The third sample, dated (B)(6) 2017, was tested on the customer's e601 analyzer twice, resulting as 8.03 uui/ml and 8.22 uui/ml. This sample was also sent to the other laboratory where it was tested on a beckman analyzer, resulting as 5.25 uui/ml (reference range: 0.84 ¿ 5.60 uui/ml). The patient is questioning the difference between the 6.00 uui/ml result from the second sample and the 8.03 uui/ml result from the third sample. The customer also wanted to know if the inappropriate use of their medication could cause the result difference seen after 8 days between the first sample and third sample (14.8 uui/ml and 8.03 uui/ml). The patient was not adversely affected. The serial number of the e601 analyzer used at the customer site was (B)(4). The serial number of the e601 analyzer used at the other laboratory was requested but not provided. It is not known what reagent lot number was in use on this analyzer.

Manufacturer narrative:
The correct tsh reagent lot number has been confirmed as 185522.